Event description:
The following report is identical/same as the preceding 4 submitted. #5 of 5: incorrect table setting in the laboratory info systems caused a malfunction which resulted in lab results being erroneously posted to the wrong pt's accounts (5 occurrences) on mainframe screens from 0902 on event date until 1330 the following day.